Event description:
The customer reported the generation of false low sodium (na), potassium (k), and chloride (cl) patient results on their au480 clinical chemistry analyzer. The customer repeated the sample on the same system and obtained a result considered correct. One erroneous result was reported outside the laboratory which was late corrected. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as multiple hardware. The fse replaced the mix bar and reference solenoid valve to resolve the issue. The beckman coulter internal identifier is (B)(4).